Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd phaseal¿ injector luer n35c foreign matter from the stopper was found. There was no report of patient impact. The following information was provided by the initial reporter: it was reported injector not going thru the protectors needle, issue is with blasting bottles. Per customers response on (B)(6) 2022: I didn¿t realize that the injector needle is not supposed to go through the protector needle. It is supposed to do what it is doing, but I am not sure why we are getting all of this residue of the stopper in our bottles now. Pieces of the rubber stopper in the bottle.

Manufacturer narrative:
H6: investigation summary no injector samples were provided to our quality team for investigation. One photo which displays the vial cap was received, there was no evidence of coring or other particles within the vial. Fragmentation testing is performed during manufacturing to evaluate any particulates generated by the injector after ten activations. As a lot number was unavailable for this incident, a device history record review could not be completed. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. It is important to ensure the vial is not expired as that can impact the quality of the rubber stopper. Based on the available we are not able to identify a definitive root cause at this time.

Event description:
It was reported while using bd phaseal¿ injector luer n35c foreign matter from the stopper was found. There was no report of patient impact. The following information was provided by the initial reporter: it was reported injector not going thru the protectors needle - issue is with blasting bottles. Per customers response on (B)(6)2022 I didn¿t realize that the injector needle is not supposed to go through the protector needle. It is supposed to do what it is doing, but I am not sure why we are getting all of this residue of the stopper in our bottles now. Pieces of the rubber stopper in the bottle.